Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of liner punctured was unable to be confirmed . It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent a transfemoral tavr, with a 26mm sapien 3 ultra resilia valve. As reported, after gaining access through the left femoral artery and a 14fr e-sheath+ was advanced. A bav was performed and the delivery system with 26mm s3u resilia valve was advanced. While advancing the delivery system through the esheath+ the physician felt resistance. While under fluoro, it was observed that the delivery system was kinked inside of the sheath. The physician requested a new esheath+ and delivery system be prepped with the expectation that the compromised system would be removed successfully. The physician was unable to advance or retract the delivery system through the sheath. After some manipulation of the balloon shaft the physician was able to bring the valve back into the split esheath. The physician attempted to bring the sheath and delivery system back as one unit and stopped when resistance was felt again. The decision was made to send the patient to surgery to extract the valve and delivery system. The surgeon successfully removed the sheath, system and valve. Then, an interpositional graft was placed.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. H3 other text : device not available.